Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multi-system organ failure are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. With review of the available information there  is no indication of any device malfunction or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical such as cardiogenic shock, gi bleeding and multiple cardiothoracic surgeries, pharmacological, and patient factors including comorbidities such as acute renal failure are known possible contributors to these types of events.  The patient had been in the hospital for 8 days with multiple issues before receiving the hvad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was not returned.

Event description:
It was reported that a patient who was admitted on (B)(6) 2015, with extensive cardiac condition and in critical care had procedures performed on (B)(6) 2015 that included insertion of a left ventricular assist device (lvad), removal of a biventricular assist devices of a competitor , establishment of extracorpeal circulation, placement of a temporary right ventricular assist device (competitor) with an oxygenator and temporary chest closure. The procedure was tolerated "fairly well" and was again admitted to cvicu in critical condition. He developed leukocytosis and antibiotics coverage was increased. Patient went to the or on (B)(6) 2015 for mediastinal washout and sternal closure and wound vac placement over sternal incision. Patient oxygenator was removed on (B)(6) 2015 with no vent support. On (B)(6) 2015 the patient was found to have watershed injury at the right parietal lobe but no hemorrhage. The vent weaning was tried with no success and the patient was developing a "septic picture", pressure support was started. Fluid resuscitation and multiple antibiotics were added. Left lung showed opacity and patient had diffuse oozing with some bleeding near the carina, medication to control the bleeding. On (B)(6) 2015 the patient had a tracheostomy done at bedside and a left pigtail chest tube placed due to left pleural effusion. He also developed tachycardia, attempted a bedside cardioversion without success. A CT scan showed bilateral pleural effusion and bilateral chest tubes were placed. Upper gi endoscopy found one cratered ulcer that didn't show bleeding, 2 esophageal ulcers and some duodenal ulcers with hemorrhage. Blood was transfused as needed. Patient became more tachycardic with rates in the 160's, cardioversion failed and the patient was monitored. Then the patient became bradycardic and vasoplegic, wbc increased and it was believed he was becoming septic, antibiotics restarted. On (B)(6) 2015 gi was consulted again for gi bleeding, oozing presumed from small avms, patient had multiple gi issues with no gross lesions, and continued to have blood transfusions almost daily. Medication and treatment given to help correct coagulopathy, patient continued to have gi bleeds. On (B)(6) 2015 more gi intervention with continued gi bleeding. Patient was have atrial fibrillation and v tach, he was cardioverted. On (B)(6) 2015 the patient had exploratory laparotomy, and jejunostomy tube placed. The patient was placed back on ECMO as he developed respiratory distress (ards), multiple antibiotics were given. CT scan was performed of abdomen due to bilious gastric contents refluxing and distended abdomen. This showed possible partial early bowel obstruction. On (B)(6) 2015 the patient received a tunneled dialysis catheter placed. Patient continued to have melanic stools. A large clot was obstructing the 2d part of the duodenum which could not be removed. Wbc increased and the patient was restarted on antibiotics and all lines were replaced. On (B)(6) 2015 the patient was found to have a large clot in his stomach and his j tube clogged and was unable to run. On (B)(6) 2015 the patient was transitioned to palliative care and continued to have black bloody stools. On (B)(6) 2015 the family decided to withdraw care and on (B)(6) 2015 the patient was transitioned to comfort measures only, his wife asked for a natural death and the ECMO and lvad were turned off. The patient expired on (B)(6) 2015, the cause of death was cardiogenic shock and multiorgan failure.